Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed and found that the syringe size sensor was out of specification. The root cause of the issue could be determined to be user handling. The barrel clamp guide, rod and tapered spring were replaced as preventative measure and then the device passed functional testing. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. This reme(B)(4)diation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported a syringe size issue and broken clamp. No patient injury was reported.